Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported being unable to access the therapy app after noticing that stimulation stopped working about 4 to 5 days ago. Pt contacted the rep and was directed to reach out to patient services (ps) for assistance. When agent asked pt to unlock the handset, the screen displayed the message: place communicator. Place the communicator over your neurostimulator and press connect. Agent helped pt access the therapy screen, found therapy was off, and pt turned the stimulation back on. Pt stated that stimulation was increased to 8 and requested someone to adjust the therapy. Agent referred pt to hcp to arrange an appointment with the rep.